Manufacturer narrative:
Reference record: (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
It has been determined that this MDR was previously reported. See MFR report#: 3010757606-2020-00475.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed.   A stoma site infection and buried bumper are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date the patient experienced a buried bumper that developed an infection. It is unknown if the stoma infection was treated.